Manufacturer narrative:
The hvad is used for treatment not diagnosis. . It was reported that the site performed a controller exchange as a result of a "controller failure" alarm. There was no patient injury reported as result of current event. The exchanged controller was returned to the manufacturer for evaluation. Evaluation confirmed the reported event and revealed a shorted component within the controller. The root cause for the reported "controller fault" alarm was found to be a failure of the automatic power switching circuit as result of a shorted internal component. Heartware has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation the instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from germany that in the process of testing the patient's back up controller there was a red flashing display accompanied by a high priority alarm. The controller display showed "controller failure". As a result the site performed a controller exchange to resolve the issue. The reported controller was returned to the manufacturer for evaluation. There was no reported harm or injury to the patient as a result of this incident.